Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient's atrial lead presented with poor sensing. The lead was capped in a procedure on (B)(6) 2017 and later explanted in another procedure on (B)(6) 2017. Patient status following both operations was unknown.

Event description:
New information received notes the patient was stable post-procedure and the weight was unknown.